Manufacturer narrative:
Continued e.1. Zip code: h3g 1z8. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "rupture." The device remains implanted.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2023-14210, is a duplicate of mrn 9617229-2023-12567. Please see mrn 9617229-2023-12567 for reportable events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
This relates to the left side. The device has been explanted.